Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that there were no issues with the battery, therefore no analysis was needed. The device was discarded.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the battery change was due to nearing eos. Rep reported the plan is to utilize the lead that does work to provide pain coverage.

Manufacturer narrative:
B3 event date is date valid section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported that there were high impedance issues, showing leads 8-15 greater than 40000. Rep noted this was during a battery replacement, so they flipped the leads when placing them into the battery to ensure that the issue was at the lead level and not associated with the battery. It was noted the issue was with the same lead no matter which placement it was put in. Rep reiterated that the issue happened during a battery changed; when connected to the new battery, that was when they discovered the issue because the previous device was dead so they were unable to attain any sort of impedance prior to the procedure.